Manufacturer narrative:
(B)(4) the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 321 during therapy (medication, programmed amount and delivery rate unknown) in a pediatrics care area. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 321 was unable to be reproduced during evaluation and the review of the event history log showed no evidence of the reported malfunction. There was no component causality. This MDR was initially reported in error. Upon review of this evaluation, it was concluded that the reported system error 321 could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00039 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 321, which was not reproduced. System error 321 was confirmed through a review of the event history log. No component could be identified for causality